Event description:
Patient stated he was at an eye clinic and his infusion device was beeping continuously and 2.01 was displayed on the screen. The power pack had been in use since 12 days before. When he returned home he replaced the power pack with a new power pack and his infusion device operated properly. The patient stated that he was aware of the recall. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.